Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient is not feeling well again. He said he did not have any issues over the past year, but started to feel bad again. The field representative also contacted ts and stated they have been trying to optimize the mv feature in the patient's pacemaker for awhile. The field representative was contacted and stated that no further action has been taken at this time.

Event description:
Boston scientific received information that the patient's heart rate was unable to be optimized during exercise testing. The suspected cause was due to incompatibility between the patient's competitor MRI lead and our boston scientific pulse generator using the minute ventilation feature. At this time, the device remains in service. No adverse patient effects were reported.